Event description:
It was reported that the customer had a low blood glucose of 41 mg/dl and the paramedics were called. The customer refused treatment because she had been treating with food. The paramedic stayed until her blood glucose was back up to 60 mg/dl. The customer stated she had been in contact with her nurse about two hours before the low blood glucose occurred and had been told to change a setting on her insulin pump. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).